Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that tenderness around battery site. Contributing factors included increased activity with care of mother. The impedances were within normal range. There was no change in patient's coverage. The patient made an appointment with surgeon and the surgeon indicated it sounds as though the issue was resolving on its own. Around mid september, patient felt burning like feeling around battery site. Did not change with stim off. Stim coverage not affected. Has since subsided and just tender around site. During this timeframe pt was more hands on with helping mom in and out of wheelchair/picking up.  No further complications were reported/anticipated.